Event description:
During pci, af cypher stent did not cross into the sidebranch and was jailed by another stent. This pt presented to cath with a lesion in the lad that was approximately 20-23mm in length in a 3.5mm diameter vessel. Pci was also being performed on a lesion in the 1st diagonal that was 2.5mm in diameter. The first stent did not cross into the sidebranch and was jailed by the 3.5/23mm cypher stent that was previously placed in the lad. There was no reported patient injury.